Manufacturer narrative:
Concomitant medical products: 429878 lead and dtmc1qq ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has undersensing noted on electrocardiograms with some oversensing. The lead remains in use. No patient complications have been reported as a result of this event.